Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down on its own. No patient harm was reported. Nihon kohden technician asked the bme if the cns was connected to a uninterrupted power supply (ups) and they stated that it was and that the ups was up and working along with other devices that are plugged into the ups. Bme performed more troubleshooting and reports the issue was due to the cns power supply which was replaced and the issue was resolved.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down on its own. No patient harm was reported. Nihon kohden technician asked the bme if the cns was connected to a uninterrupted power supply (ups) and they stated that it was and that the ups was up and working along with other devices that are plugged into the ups. The bme performed more troubleshooting and reports the issue was due to the cns power supply which was replaced and issue was resolved. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns; however the serial number is no information (ni) as attempts to obtain the information were made but customer could not provide the information requested. Cns power supply: model #: cns-6801a. Serial #: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down on its own. No patient harm was reported. Nihon kohden technician asked the bme if the cns was connected to a uninterrupted power supply (ups) and they stated that it was and that the ups was up and working along with other devices that are plugged into the ups. The bme performed more troubleshooting and reports the issue was due to the cns power supply which was replaced and issue was resolved.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down on its own. No patient harm was reported. Nihon kohden technician asked the bme if the cns was connected to a uninterrupted power supply (ups) and they stated that it was and that the ups was up and working along with other devices that are plugged into the ups. Bme performed more troubleshooting and reports the issue was due to the cns power supply which was replaced and the issue was resolved.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down on its own. No patient harm was reported. Nihon kohden technician asked the bme if the cns was connected to a uninterrupted power supply (ups) and they stated that it was and that the ups was up and working along with other devices that are plugged into the ups. The bme performed more troubleshooting and reports the issue was due to the cns power supply which was replaced and issue was resolved. Service performed: on nihon kohden technical services (nk ts) follow up, the customer reported that the issue was found to have been caused due to a faulty power supply. Investigation result: the device was put into service on 10/13/2018. Warranty expired on 10/12/2020. Approximate age of the device at the time of the malfunction was 3.5 years. The cause of the issue was determined to be a degraded consumable accessory, possible wear, and tear. No further investigation is needed through the CAPA process. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. Reply was received and customer could not provide the information requested. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns; however the serial number is no information (ni) as attempts to obtain the information were made but customer could not provide the information requested. Cns power supply: model #: cns-6801a. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down on its own. No patient harm was reported. Nihon kohden technician asked the bme if the cns was connected to a uninterrupted power supply (ups) and they stated that it was and that the ups was up and working along with other devices that are plugged into the ups. Bme performed more troubleshooting and reports the issue was due to the cns power supply which was replaced and the issue was resolved.